Event description:
It was reported that the customer received a button error alarm. It was also reported that the act button makes a clicking noise when pushed. The customer stated that they treated with manual injections. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. No unexpected noise noted during button press.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.